Manufacturer narrative:
Exact date unknown, event occured six months ago.

Event description:
It was reported that the patient had frequent ipg charging. It was also noted that the patient had undesired stimulation following a knee surgery. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg will not be returned.